Event description:
It was reported that when the physician opened the lead package, the lead was bent at the most distal electrode. The lead was not used. There was no patient injury. The patient was recovering after implant without any issues.

Manufacturer narrative:
(B)(4): analysis of the lead found the distal end bent (new out of the box).